Manufacturer narrative:
H.6. Investigation summary: bd received a shelf pack of samples for investigation. Twenty (20) of the samples were evaluated by visual examination and functional testing, each having their eclipse shields activated, and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 2023-07-06 h3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the customer is having issues with needle shield falling off. This event occurred twenty-one times. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that they having issue shield falling off with (B)(4). "

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the customer is having issues with needle shield falling off. This event occurred twenty-one times. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that they having issue shield falling off with 368607_2347357."